Event description:
Patient treated with an antibiotic (bactrim) and the infection resolved without surgery.

Event description:
The patient has an infection that the physician is trying to treat, but he thinks we may have to explant.